Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a 2 x 2 non bsc balloon catheter. No patient complications were reported and the patient's status was good.